Event description:
The pt had been testing her blood glucose with suspect device and getting blood glucose readings in the 300 mg/dl range. The customer based insulin off of suspect device readings. She took too much insulin and went into shock. Her husband found her unconscious and called the paramedics. She was given a glucose intravenously by the paramedics. The pt is not sure what blood glucose values the paramedics obtained upon arrival.